Event description:
It was reported that the pt had been happy using the device since implantation in the left ear on (B) (6) 1997. On (B) (6) 2001, the pt noticed no output from the device. She attended the clinic at that time, where any possible problem with the audio processor was excluded. She would like to regain the good performance previously attained with her soundbridge and is now prepared to undergo reimplantation. So far no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report. This device has been manufactured by symphonix corp. Vibrant med-el took over the assets from symphonix corp in 2003. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.